Event description:
On (B)(6) 2011, the pt underwent the surgery with the t2 femoral nail. The pt was going regularly to the hospital because fracture was non union. On (B)(6) 2011, the surgeon found through x-ray that the nail was broken. The surgeon removed the broken nail and the pt underwent the revision surgery with t2 femoral nail on (B)(6) 2011.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.